Manufacturer narrative:
Technician evaluated the device and found the unit delivering a low energy output that was beyond the -/+20% acceptable specification range. The shutter assembly, optics, and beam combiner were found damaged, requiring the technician to take the machine offline in order to perform system repairs. Per the operator's manual, the device must be evaluated annually (once a year) for calibration maintenance to ensure proper function. Since the customer had not done this, the wear and tear of the device and low energy output would be attributed to this. The lack in proper maintenance of the device demonstrates operator error in this incident as well.this incident is reportable because the device operated out of specification range.

Event description:
The device was found operating beyond specification range, delivering a low energy output.